Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of moisture damage and a blank display from the insulin pump. The customer's blood glucose reading was 170 mg/dl. The customer stated that he had a bolus at 2 o'clock and when he looked at the screen it went blank. The customer stated that he changed the battery and the light came on and it started flashing again and went blank. The customer stated that he jumped into the pool the other day. The customer stated that whenever he hits a button, the screen goes blank. The customer will be sent a replacement pump.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage at the electronic also, moisture damaged was found on the motor. The insulin pump had minor scratched display window, cracked case at the display window corner, cracked battery tube threads and cracked reservoir tube lip.